Event description:
The clinical research manager was informed by the study nurse, during a visit to the hospital, that there had been a serious adverse event in the study. The pt had surgery the day before the sae. General complications were reported as "pressure stroke/cerebral infarct, and the pt had to be hospitalized." The study ae report shows that there is no relationship between the study implant and the adverse event. The pt is likely to be fully recovered.

Manufacturer narrative:
It is unlikely that this event was related to any device manufactured by stryker. There is no info to suggest that the devices malfunctioned. Other devices listed in the report: triathlon primary beaded pa size 3 baseplate lot sbkyx; 5530-g-313 triathlon cr x3 tibial insert lot va7med.